Event description:
The pharmacist reported a colleague infusion pump that experienced an overinfusion. It was reported that the pump was programmed to infuse 55 ml/h. However, the volume changed to 155ml/h and 200ml/h. It is unknown when this condition occurred. There was no report of patient involvement, injury, medical intervention, or adverse event related to this device. The user interface module software version is unknown at this time. No additional information is available

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a rate change was not confirmed during service evaluation by baxter personnel. The assignable cause was not identified. Upon review of the event history by the quality engineer, the rate was changed during normal programming procedures, however it did not change unexpectedly during infusion. No repairs were performed for the reported condition. The user interface module software version is 5.46.00. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.